Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that post implant of this 25mm avalus aortic bioprosthetic valve, the patient is being evaluated due to a leaflet motion issue. During intraprocedural tee following valve implantation, the right coronary cusp (rcc) leaflet of the prosthetic valve appeared slightly restricted in motion. The finding was further evaluated with a followup tee prior to patient discharge. The followup tee demonstrated that the prosthetic valve leaflet in the rcc position was restrictive and did not open fully, with stiff motion compared to the other leaflets. The remaining valve leaflets appeared to move normally. An intravalvular central regurgitation jet was observed with a vena contracta of approximately 3¿4 mm, assessed as at the upper limit of mild severity. No paravalvular leak was detected. The valve leaflets appeared thin with no indication of thrombus or vegetation, and the aortic root appeared normal. Tte assessment showed a peak velocity across the aortic valve of 2.7 m/s with a gradient of 29/15 mmhg. Lvot velocity was 0.97 m/s with an lvot diameter of 2.5 cm, resulting in a calculated valve area of approximately 1.7¿1.8 cm² (noting that the regurgitation may introduce some uncertainty to the calculation). Left ventricular function was preserved with a 3d ejection fraction of 47%. Based on imaging, the prosthetic leaflet in the rcc position remained restrictive with central regurgitation assessed at the upper limit of mild. No immediate patient complications were reported. According to the implanting surgeon, no abnormalities or deviations occurred during the implantation procedure. No additional intervention was performed, and the situation was managed conservatively with imaging followup. The patient was discharged in good clinical condition. Routine followup is planned approximately three months after implantation, potentially slightly earlier in this case for reassessment. Patient anatomy was not reported to have contributed to the issue. No intervention or adverse patient effects were reported.